Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery power loss, low battery or off no power anomaly noted. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed low battery and unexpected battery power loss. Customer was assisted with troubleshooting for low battery alarm. Customer's blood glucose was unknown at the time of incident. The battery indicator was reviewed and did not show less than two bars. The customer stated that the battery did not last more than a week. Customer also stated that the battery was not previously use, no excessive button pressing and that there were no unattended alarms. The customer was advised about settings that could reduced battery life. Off no power troubleshooting was performed. The customer stated that this was the second occurrence that they received a low battery alert less than twenty-four hours prior to the off no power alert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.